Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 335 mg/dl and a correction bolus via the pump was delivered to address the bg level. The customer reported that the high bg was due to not being able to accurately count the carbohydrates in the restaurant food. The contact declined tandem technical support's offer to troubleshoot.